Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed imprecise magnesium results generated on the architect c4000 instrument. The following data was provided: on (B)(6) 2026, for sid (B)(6), the initial magnesium result was 6.58 mg/dl (patient panel), the sample was repeated with other samples running and the result was 1.31 mg/dl. The sample was repeated with no other samples running and the result was 1.91 mg/dl (reported). On (B)(6) 2026, for sid (B)(6), the initial magnesium result was 0.94 mg/dl (patient panel), the sample was repeated with other samples running and the result was 4.25 mg/dl. The sample was repeated with no other samples running and the result was 3.97 mg/dl (reported). No impact to patient management was reported.

Manufacturer narrative:
Troubleshooting of the architect c4000 processing module (integrated), (B)(6) performed by an abbott service representative included replacement of the nozzle, dry (rohs) which resolved the issue. The module function was verified with a control run. The service history of the architect c4000 processing module (integrated), (B)(6) returned no additional tickets for discrepant magnesium results after the service was completed. A review of tracking and trending data did not identify any trends related to the complaint issue. A review of the corrective and preventive actions system did not identify any nonconformances or deviations for the nozzle, dry (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. The architect c4000 system service and support manual contains adequate information for the troubleshooting of the nozzle, dry (rohs) part replacement. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer observed imprecise magnesium results generated on the architect c4000 instrument. The following data was provided: on (B)(6) 2026, for sid (B)(6), the initial magnesium result was 6.58 mg/dl (patient panel), the sample was repeated with other samples running and the result was 1.31 mg/dl. The sample was repeated with no other samples running and the result was 1.91 mg/dl (reported). On (B)(6) 2026, for sid (B)(6), the initial magnesium result was 0.94 mg/dl (patient panel), the sample was repeated with other samples running and the result was 4.25 mg/dl. The sample was repeated with no other samples running and the result was 3.97 mg/dl (reported). No impact to patient management was reported.